Manufacturer narrative:
H3: the device and both electrodes were returned in a plastic sleeve (non-original packaging). Upon return, a flexible rod was found inside the tube, and the proximal end of the tube was bent. The harness had paper tape intact. No traces of contamination were observed on the device. However, there was a large hole in the cuff, which prevented it from inflating; a large piece of the cuff was missing/torn off. Additionally, the continuity check was performed and electrically, the resistance of each lead shall be between 1.7 ohms, and 3.7 ohms and actual measurements were red (2.9 ohms), red with clear tube (2.8 ohms), blue (2.5 ohms), and blue with clear tube (2.6 ohms), all electrodes within specification. Furthermore, the device was connected to the nim console while exposed electrode wires were submerged in a saline solution for functional test. The electrode check passed and there was no excess noise recorded during the functional test. The device passed, electrical check, electrode check, and functional test; however, it failed to inflate due to the damaged condition upon return. H6: fdm b21, fdr c21, img g04134 and fdc d16 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op,  after connection, the main unit displayed a self-test failure. Reconnection was performed, but the device remained unresponsive. Replacing the tube with the new one resolved the issue, leading to the conclusion that the tube had poor contact and was unusable. There was no patient involvement.